Event description:
Additional information found the patient's ipg was moved (B)(6) 2020, distally to below the existing pocket site a few inches below, still staying in the right flank, to address the issue. Therapy was resumed post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg protrudes out of the pocket too far causing discomfort. Surgical intervention may take place at a later date to resolve the issue.